Event description:
Revision occurred approximately 4 months after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to infection at implant site. A 36 mm centered glenosphere, a 36 mm + 3 standard humeral cup, 2 locking screws, and 2 standard screws. These parts were replaced with a 36 mm centered glenosphere, 36 mm + 3 standard humeral cup, 2 standard screws, and 2 locking screws.

Manufacturer narrative:
Revision occurred after 4 months due to infection at implant site. No actual, implied, or suspect link to fx product.